Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise with oversensing and right ventricular pacing inhibition for greater than two seconds. It was noted that the amplitude and frequency of the signal was similar on both the atrial and ventricular leads and was occurring at the same time, suggestive of electromagnetic interference (emi). Technical services (ts) recommended setting the patient up with remote monitoring. This device remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system continued to exhibit oversensed noise with pacing inhibition on the right atrial (ra) and right ventricular (rv) leads. And the noise was reproducible in clinic. Upon further review, it was suspected that both leads were fractured. X-rays were inconclusive. This pacemaker was explanted and replaced due to normal battery depletion (nbd), and the rv lead was surgically abandoned and replaced due to suspected lead fracture. It was noted that the ra lead remains in service, and sensitivity was increased. The physician did not want to revise the leads, due to concerns about patient age. However, the rv lead was replaced due to critical therapy. No additional adverse patient effects were reported. The explanting hospital will handle product return for the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise with oversensing and right ventricular pacing inhibition for greater than two seconds. It was noted that the amplitude and frequency of the signal was similar on both the atrial and ventricular leads and was occurring at the same time, suggestive of electromagnetic interference (emi). Technical services (ts) recommended setting the patient up with remote monitoring. This device remains in service. No adverse patient effects were reported.